Manufacturer narrative:
(B)(4). The electrode has not yet been returned for analysis. This report will be update should additional information become available or upon completion of analysis if the product is returned.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements. It was reported the patient had gained weight and started exercising approximately a month prior to the observed measurements. Technical services (ts) discussed performing an x-ray to evaluate the electrode. Additional information was received indicating the patient underwent a system explant procedure. It was noted the electrode was severed and extensive blunt dissection along the xiphoid incision was required to remove the electrode. The patient will be evaluated for either a transvenous system or new subcutaneous implantable cardioverter defibrillator (s-ICD) system at a later date. No additional adverse patient effects were reported.